Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient was not dependent on the device for normal function. It was noted upon interrogation that noise and noise reversions with inappropriate high ventricular rates were observed on the right ventricular lead. The noise was reproducible with isometric testing. Programming changes to increase sensitivity were made. Possible lead revision during a routine generator change out was discussed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the patient had no symptoms. The right ventricular lead was capped (B)(6) 2019 and replaced. The pacemaker was also replaced during the procedure. There were no product complaints. The patient was stable before, during and after the procedure.